Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak of blue-green color on the front right side of the coulter lh 780 hematology analyzer station. No patient results were affected by the leak. The user was wearing personal protective equipment (ppe) consisting of glasses gloves and a lab coat at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 and found a pinhole leak in the tubing passing through the vl46a of the instrument. The fse replaced the tubing and all repairs were verified per established procedures. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory analyzer. (B)(4).